Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent was returned within the stryker microcatheter. Visual and microscopic inspection of the device found that the stent deployed in the microcatheter hub, was deformed and covered in procedural fluid. The catheter shaft was noted to be kinked as well. No other anomalies were noted. Functional testing could not be performed due to the damaged condition of the returned stent. The presence of procedural fluid is an indication that continuous flush was not maintained. The lack of continuous flush could have caused the reported and analyzed issues; however, this could not be definitively determined. Information available also stated that the device was in good condition prior to use and the anatomy was very tortuous. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the stent during the clinical procedure. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the stent had prematurely deployed during use. No consequences to the patient were reported.